Manufacturer narrative:
H6 - updated one device was received for investigation. Visual inspection found no defects to the device. Functional testing occurred. During testing, a leak was found in the filter air vent. The reported complaint is confirmed. As per IFU cautions section leaking could occurs if using solutions contained high levels of surfactants may cause fluid leakage through the air vent passage of the filter. No corrective actions are performed since failure mode is not related with manufacturing process. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable exhibited a leakage at the filter. The leakage was discovered while administering a medication to a patient. The device is returning for investigation. The pictures are attached in the complaint object. No patient injury.